Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced two issues with sensors which resulted in evaluation at the ER (emergency room) the day before the call. The patient contacted tech support to obtain assistance with troubleshooting pairing and calibration. At the time of the call with the tech support representative the patient was home, and although requested, the patient declined to provide or describe event details including symptoms and self-treatment leading up to the ER visit and evaluation and unspecified treatment at the emergency room. The patient had attempted to pair the cgm (continuous glucose monitor) and the tandem insulin pump, however he was unable to pair them which resulted in no automated insulin delivery based upon the cgm values. He also experienced calibration errors with the sensors and received an error message of "calibrate in 15 minutes." The bg (blood glucose) value and egv (estimated glucose value) during the calibration attempt were not specified nor clarified. At the time of the call, he also indicated he was legally blind; had difficulty seeing red text; and used a magnifying glass to view the display screen. The sensor had been inserted in the abdomen. Attempts by clinical customer advocacy to contact the patient by phone were not successful. Although the patient's length of stay in the ER was not specified, it was expected to be less than 24 hours. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.